Event description:
Healthcare professional reported unspecified side with a suspected rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, later reported, that there is no rupture. There is no complaint against the device.